Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown cortex screws. Part and lot numbers were not provided by reporter. UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware explant surgery due to pain. The explanted devices included a 3.5mm variable angle locking compression proximal tibia plate and an unknown quantity of unknown locking and cortex screws. It was reported that the fracture site had healed. There were no difficulties encountered during the surgery and there was no surgical delay. The original implant date is unknown. This report is for an unknown quantity of unknown cortex screws. This report is 3 of 3 for (B)(4).